Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: underweight, an opening on posterior, and yellow particles on the shell. A microscopic analysis was performed which identified: a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact and partial delamination of the orientation dot (adhesive failure). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as surgical impact. No creases were observed on the device. Partial delamination of the orientation dot (adhesive failure).

Event description:
Physician reported ¿folded capsule with silicone inside and liquid inside the device," "intracapsular rupture of the right device" and "little periprosthetic liquid.¿ device has been explanted.

Event description:
Physician reported ¿folded capsule with silicone inside and liquid inside the device," "intracapsular rupture of the right device" and "little periprosthetic liquid.¿ device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture. Device evaluation: visual analysis of the photographs identified: broken shell and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.